Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00281 on 02-jul-2018. Additional information (03-july-2018): siemens reviewed the service history for the advia 120 hematology system without autosampler. Siemens determined that during the previous preventative maintenance visit on (B)(6) 2017, a siemens customer service engineer (cse) checked and inspected the struts. The cse verified that the struts were functioning according to manufacturing specifications.

Manufacturer narrative:
The customer contacted siemens customer care center and reported that the optics cover of the advia 120 hematology system without autosampler will not remain in the up position. Siemens instructed the customer to leave the cover in the down position and to not perform maintenance procedures on the optics area until the cover struts are replaced. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the system. The cse performed the annual preventive maintenance and replaced the cylinder gas support/struts to the top lid. Siemens further investigated this issue and determined that the cause of the cover not remaining in the up position is due to the malfunction of the cylinder gas support/struts. This was an isolated event. Siemens conducted a field corrective action for the advia 120 hematology systems. The advia 120 optics cover or hood is located on the very top of the advia 120 systems. When the optics cover is raised, it is supported by two gas struts (smn 10309266) attached to the cover on the left and right sides. Over time, it is possible that these struts may lose their effectiveness and fail to support the optics cover in the open position. This could cause the cover to fall during maintenance procedures. An urgent device correction 10815438 was sent to customers in june 2013. The urgent device correction instructs customers to contact their service provider to arrange to have the cover struts serviced if the advia 120 system displays a problem when raising and supporting the optics cover. The urgent device correction instructs the customer to not perform maintenance if the optics cover does not remain in the up position and indicates that siemens field support will proactively replace the optics cover hood struts on a regular preventive maintenance cycle based on the age of the system. The customer cannot recall whether they received the urgent device correction and siemens provided this communication to the customer. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that the optics cover of the advia 120 hematology system without autosampler will not remain in the up position, when performing maintenance. The customer replaced the perox lamp on the system since the issue began and was not injured. There were no delays or impact to patient care. There are no known reports of adverse health consequences due to the optics cover of the system not staying in the up position.